Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: de castro costa, matheus, et al. ¿clinical durability of hyaluronic acid-based dermal fillers for facial application: a systematic review.¿ aesthetic plastic surgery, 2025, pp. 10.1007/s00266-02505435-1, https://doi.org/10.1007/s00266-025-05435-1. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Via article ¿clinical durability of hyaluronic acid-based dermal fillers for facial application: a systematic review,¿ a healthcare professional reported that patients were injected during clinical studies in the pogonion, mentum, left and right prejowl sulci, sublabial crease, glabella,nasal dorsum, anterior nasal spine, columella, nasal ala and nasal tip, jawline (prejowl, postjowl, chin, marionette lines (optional), mandibular body and angle with juvéderm® volux¿. The patients experienced ¿firmness, tenderness to touch, swelling, pain after injection, redness, lumps/bumps, bruising, discoloration, itching.¿ event status is unknown.